Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm event was confirmed with the submitted log file. The log file captured a no external power alarm event on august 13 at 10:56 pm. According to the voltage values, there was a loss of power from the mobile power unit and the system controller reverted to the internal 11v backup battery for power. Power was restored from the mobile power unit and the alarms cleared. The system operated within the stored patient speed value (4,600 rpm) and low speed value (4,200 rpm) for all events. It was noted the log file was retrieved from system controller (serial # (B)(6)). Additional information was requested regarding the no external power alarm event. Additional information communicated on (B)(6) 2021 indicated the mobile power unit (serial # mpu-41369) will not be returning for an evaluation. The information determined the alarm event was a result of the ac plug being accidently disconnected from the outlet on the wall. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (serial # (B)(6)) shipping information could not be located. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's mobile power unit (mpu) had a v-lock connector on the ac power cord. The mpu became loose at the wall at the time of the event due to the patient accidentally unplugging it from the socket.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the patient's log files showed no external power alarm, caused by power to the mobile power unit (mpu) being briefly interrupted.